Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad was not working. The customer¿s blood glucose level was 353 mg/dl at the time of the incident. Customer stated that he had to hit the buttons several times. Customer gave bolus and manual injection for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined troubleshoot for high blood glucose. The device will be returned for analysis.